Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of the insulin pump had the screw locks to the insulin pump was broke off. Customer's blood glucose level was 117 mg/dl. Troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip, no broken noted.